Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, no patient information provided.

Event description:
It was reported that there was a "rapid transfusion machine tubing leaking" incident. The event occurred on 31ns ICU. There was no report of patient harm.